Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the caller's report of "beginning/mid march." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A caller reported that her mother obtained unspecified low sensor scan result as compared to reading obtained on a competitor meter. The customer was taken to the hospital and received unspecified treatment. The duration of hospitalization is unknown. No further information regarding treatment details has been provided. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.